Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was scheduled for lead revision. When the leads were removed and reinserted into the header, interaction with the pin connector of the header resulted in artifact and inhibition pacing. The leads and the device were removed and replaced. No further information is available.

Manufacturer narrative:
The reported capture anomaly was confirmed in the laboratory via review of the stored electrograms. The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported capture anomaly could not be determined.